Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: report error code 810.9160 (polo_ss =810 polo_watchdog-test_failure =9160) was confirmed. The pcu detected watchdog alarm with error code 810.9160 upon powered on. Failure investigation isolated the cause of error 810.9160 to the power supply board. The 5.0 volts supply was loading to 2.5 volts from 5 volts. Conclusion: defective power supply board with the 5 volts supply was loading to 2.5 volts is the main cause of error 810.9160. Rework: recommend replacing power supply board and power cord. Disposition: route to service for normal process.